Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) due to fusion was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.

Event description:
Additional information was received indicating additional post-paced t-wave oversensing (pptwos) was noted after reprogramming the device. Abbott technical support was contacted and additional reprogramming was performed. The patient was in stable condition.